Event description:
On (B)(6) 2009, the pt was implanted with one gore tag thoracic endoprosthesis to treat a descending thoracic aortic aneurysm. Prior to the procedure, axillo-axillary bypass procedure and pta procedure for both access vessels were performed. During the procedure, type ii endoleak was identified and the physician decided to monitor the pt. The diameter of the aneurysm was 54mm. On (B)(6) 2009, the pt was discharged. It was reported that the type ii endoleak remained and the diameter of the aneurysm was 56mm. On (B)(6) 2009, 6 month follow up exam identified that the type ii endoleak remained. The diameter of the aneurysm was 56 mm. On (B)(6) 2010, 1 year follow up exam identified that the type ii endoleak remained and that the endoleak resulted in the aneurysm enlargement. The diameter of the aneurysm grew to 61.5 mm. It was reported that the physician decided to monitor the pt. On (B)(6) 2010, 2 year follow up exam identified the type ii endoleak remained the diameter of the aneurysm shrunk to 54mm. On (B)(6) 2011, 3 year follow up exam identified that the type ii endoleak remained and that the endoleak resulted in the aneurysm re-enlargement. The diameter of the aneurysm grew to 60 mm. It was reported that the physician decided to monitor the pt.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.